Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the aneurysm was successfully excluded at the conclusion of the implant procedure and there was no post-dilatation of the sealing rings at implant. The 2 month post-operative CT showed the presence of a type ia endoleak. The physician elected to re-intervene by implanting a non-endologix stent and ballooning. There was an improvement, however, the endoleak remained. The physician decided to conclude the procedure and follow-up in 6 months. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to confirm the reported endoleak type ia. The complaint is most likely user related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be symptom free and on surveillance. The reported persistent type ia endoleak intra-operative during secondary endovascular procedure could not be confirmed due to lack of medical information. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Event description:
On (B)(6) 2018, additional information was received. The patient underwent a re-intervention and a non-endologix stent was placed and was dilated with a balloon. The leak has improved but a faint leak was still seen. Patient is symptom free and aneurysm size is static.